Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had a new implantable neurostimulator (ins) battery put in because the old battery was turning on/off by itself. The patient reported that their new ins battery was doing the same thing. It was noted that the battery was fully charged and there was no lightning bolt. The patient stated that they thought the ins shut off again due to the amount of pain that they were experiencing. At the time of the call, the patient didn¿t have their programmer with them to check, but they were guessing that it was off again. It was noted that the issue started a day prior to the date of this report. The patient was to follow up with their healthcare provider (hcp) and a manufacturer representative to figure out what was wrong with the system. An appointment was scheduled for (B)(6) 2017. Additional information was received from a manufacturer representative. It was reported that the issue was occurring intermittently. The patient indicated that the ins was on while recharging on (B)(6) 2017; the patient noticed that the ins was off the following day when they were trying to initialize a recharge session. The manufacturer representative stated that they captured a data file to check what could be causing the ins to turn off. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Event description:
Additional information received from the consumer reported that the device was acting worse than her previous one. The patient noted it stated standing when she was sitting and that she was supposed to go about a week for a charge and she was charging every day. Further information received from the manufacturer representative reported that the data file showed the implant was turned off on (B)(6) and the patient had one recharge session where the implant was off on (B)(6). It was noted the implant was off for nine days between (B)(6) and there didn't appear to be an issue. The representative thought the patient was accidentally pressing the stimulation off button during a recharge session. Additional information from the representative reported the patient felt stimulation changing in amplitude but she had enable adaptive stimulation and had been on high density settings but was now on low density.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patients device has been turned off for over 3 weeks; the device is still turning on/off. The patient stated that device is not taking the pain away, and they are losing an enormous amount of weight due to being nauseated all of the time. The patient still does not have answers regarding the data dump that was done and has a phone consultation with their surgeon to hopefully have the device removed. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that they were still working on determining the cause of the implantable neurostimulator (ins) turning off. They were in the process of analyzing data related to the issue. No further complications were reported or anticipated.